Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of angina is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Based on the case information, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2014, the patient underwent a coronary stenting procedure with implantation of a 2.5 x 18 mm xience prime stent in the 1st diagonal coronary artery. On (B)(6) 2016, the patient started experiencing chest pain and was hospitalized on (B)(6) 2016. Medication was administered as treatment and the event resolved on (B)(6) 2016. No additional information was provided.